Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra smart meter was giving the error 5 error message. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 10:00 pm the pt obtained the error 5 error message on the reported meter; she was unable to obtain a blood glucose reading. Two minutes later, the pt experienced the symptoms of shaking and sweating. The pt administered self-treatment with food and/or a drink; she did not seek medical attention. Troubleshooting revealed the test strips were within opened expiration dating, and that the pt's testing technique was incorrect. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect, which can cause error messages. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.